Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. The analysis results found that one long60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted.

Event description:
It was reported that during a sleeve gastrectomy procedure, the endocutter gun misfired twice during the first and second firing at the antrum. The green cartridges were used and staples were not formed properly and the surgeon was not able to use that gun in the procedure. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.